Event description:
It was reported that the right ventricular (rv) lead observed t-wave oversensing (twos). The oversensing was reproducible during examination in the clinic. The lead remains in use for further evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c154dwk ICD, implanted: (B)(6) 2009, 5076-45 lead, implanted: (B)(6) 2003; 419388 lead, implanted: (B)(6) 2003. (B)(4).